Manufacturer narrative:
Insulin pump received with operating currents within specification. Insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Software error found in the pump history (line number = 6950 and file number = 603). Problem isolated to electronic assemblies and pump error 4 (line number 2727 and file number 32122) alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 290 mg/dl at the time of incident and the current blood glucose of the patient is 444 mg/dl.. The product will not be returned for analysis.